Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row b cubies were not opened and released. A field service engineer troubleshooted and found all the pockets were showing available but unable to release or open, reseated row board cable, tested, cleared debris, restored system, verified all bus/cable connections and drawer/pocket functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a row b main cubie unable to open or close. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.